Event description:
A report was received from a physician in the USA regarding lc bead loaded with doxorubicin. The pharmacy prepared lc bead the evening before the scheduled procedure and the excess liquid was expelled prior to storage overnight in the fridge. The physician tried to use the beads, however the beads had 'solidified' and were too difficult to expel from the syringe. The patient was therefore under dosed.

Manufacturer narrative:
The device has not been sent to the MFR for evaluation. Lc bead loaded with doxorubicin was used in the treatment of this patient. Lc bead is available in the USA, however it is not indicated for use with drugs. The initial report received by biocompatibles did not allege patient under dosing, therefore the initial assessment for reportability concluded the event was not reportable. Additional information received on the 16th july suggested the patient had been under dosed and this report to FDA has therefore been made. Biocompatibles has acknowledged this information in the customer complaints system and is conducting an investigation into the alleged incident. Further information is required to fully understand the extent of this complaint/ event, however whilst further information pertaining to this incident is obtained, biocompatibles is reporting this event to the FDA. No corrective actions have been identified at this time whilst further information is sought to support the investigation and the initial communication obtained from biocompatibles' customer. See scanned page.